Event description:
Information was received from a healthcare provider regarding a patient's implanted infusion pump containing baclofen (2000mg/ml, dose unknown). The indication for use was intractable spasticity. On (B)(6) 2017, it was reported that the patient gained weight, and the healthcare provider experienced difficulty refilling the pump. The catheter could not be aspirated. The pump pocket was revised, and the pump was moved closer to the surface. Following the pocket revision, the catheter was aspirated without difficulty, and the issue was considered resolved. The patient's status was noted to be alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.